Event description:
It was reported that the patient complained of shortness of breath due to oversensing of noise which caused inhibition. When the patient's device pocket was opened, an atrial lead to can abrasion was noted. The right atrial lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.